Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal right coronary artery that was heavily tortuous, moderately calcified and 90% stenosed. A trek rx 4.0 x 15 mm balloon dilatation catheter (bdc) was advanced to the lesion and used for pre-dilatation. During the first inflation, the balloon ruptured at 4 atmospheres. The device was replaced with an nc trek 4.0 x 15 mm bdc that inflated without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.